Event description:
Patient required a new shoulder pack (lot 1685740). Current bag (covertible pack lot 1434153) removed from service for general wear and tear, not warranty exchange. Patient also required new ac adaptor sn (B)(4). Heartware ac adaptor sn (B)(4) (provided (B)(6) 2018) removed from service. Patient reported battery power being used while on ac power. Ac adaptor is not within warranty exchange period. FDA safety report ID # (B)(4).